Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset.